Event description:
Customer reported that the alarm does not always sound. Customer did not provide the date when the issue was discovered. No patient incident.

Manufacturer narrative:
Evaluation - results: the reported issue could not be confirmed. Evaluation found battery leakage and corrosion on the flat contacts. The unit has power and functions as expected. It is possible that the corrosion around the batter contacts is causing the alarm to not always sound during an alarm condition. Removing and replacing batteries/battery simulators may have shaved off enough corrosion on the contacts for the alarm to function as expected. (B)(4).